Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the connector is not securing tight enough and the product is leaking. During a follow up phone call, the patient reported that she in no longer on dialysis due to having received a kidney transplant. The products will not be returned for investigation. The patient experienced no adverse event or medical intervention due to this product issue.

Manufacturer narrative:
Corrective data: date for follow up 1 is 9/12/2017; date for follow up 1 is 10/9/2017.

Event description:
A peritoneal dialysis patient reported that the connector is not securing tight enough and the product is leaking. During a follow up phone call, the patient reported that she in no longer on dialysis due to having received a kidney transplant. The products will not be returned for investigation. The patient experienced no adverse event or medical intervention due to this product issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the connector is not securing tight enough and the product is leaking. During a follow up phone call, the patient reported that she in no longer on dialysis due to having received a kidney transplant. The products will not be returned for investigation. The patient experienced no adverse event or medical intervention due to this product issue.